Manufacturer narrative:
The pump passed the displacement test, rewind test, prime/seating test, force sensor test, occlusion test, active current test, and self test. The pump failed the sleep current test. Pump passed the basic occlusion test at 4.5 lbs. Test p-cap and reservoir lock properly into the reservoir compartment. Successfully downloaded pump history files and traces using thump software. Pump alarmed a pump error 15 on the event date of (B)(6) 2022 at 10:16:19.000 or 10:16:19 am due to a possible software anomaly. Pump was cut open to perform visual inspection and found moisture damage on pcba 1, pcba 2, and force sensor. The following were also noted during visual inspection: scratched case, pillowing keypad overlay, stained keypad overlay, corroded battery tube, and corroded battery tube spring. Pump error 15 alarm was confirmed in the pump history files and traces due to a possible software anomaly. Moisture damage was confirmed found on the electronic stack, battery tube, and force sensor. High sleep current measurement was confirmed due to moisture damage on the electronic stack and force sensor. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced an experienced pump error 15. The customer reported no adverse event. The event involved product(s) mmt-1881. Troubleshooting was performed and the customer was able to clear the alarm and the issue was resolved. No harm requiring medical intervention was reported. The customer discontinued using the insulin pump and the product mmt-1881 was returned for analysis.

Manufacturer narrative:
Additional information has been added which was not included with the initial report. The information has been provided in section h7 and h9 with this follow up report. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.